Manufacturer narrative:
The insulin pump powered up properly after the battery was inserted and was programmed and monitored for two days. No unexpected blank display noted. No damage noted in the battery tube or on the original battery cap battery cap contact. The insulin pump passed the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power loss alarm, unexpected replace battery alert, unexpected replace battery now alarm or unexpected power system error alarm noted during testing or in the formatted history file. The insulin pump had scratched case and cracked case at the battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off without any alarms or warnings. Customer's blood glucose was 6.9 mmo/l. Insulin pump was not damaged and had not fallen. Customer was advised that insulin pump would need to be replaced.